Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem could not be duplicated. According to the investigation the pump passes accuracy testing and no faulty found. No further action taken.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed a volumetric accuracy test. No adverse effects were reported.